Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported her blood glucose goes up when she woke up as the pump stopped working as the pump was off when she woke up. The customer¿s blood glucose level was 440 mg/dl at the time of the incident.  There is no information on the symptoms experienced by the customer due to high blood glucose. Troubleshooting was performed and the customer indicated that there is a blank display and replace battery alert for their insulin pump. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  It was unknown whether the insulin pump was on auto mode at the time of the incident. No further patient complications were reported.  It was unknown whether the customer will continue or discontinue the use of the device. The product will  be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display, unexpected battery power loss, and high blood glucose found on october 29, 2022. The device passed the displacement test, active current test, sleep current test, and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, battery out limit on october 29, 2022 at time 09:14:38.000, failed battery test on october 29, 2022 at time 09:12:28.000, and low battery alert on october 11, 2022 at time 07:46:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the electric boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay blank display was not observed during analysis. Blank display not confirmed. Unexpected battery power loss not confirmed. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.